Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient present to the emergency room due to the device beeping. The device was interrogated and it was noted that a lead safety switch alert was triggered. It was noted that the shock, pacing, and thresholds measurements were satisfactory. An inquiry to technical service was made. Technical services (ts) discussed reviewing the data to see a spike that may have triggered the alert. The health care professional (hcp) noted that one spike was seen on the shock channel which was an out of range shock impedance measurement. No noise was present and could be created with isometric manipulation. Ts discussed delivering a commanded shock test to determine the root cause of the issue. The hcp noted that the patient will be placed on shorter follow up times, and no changes would be made. The device and right ventricular lead remain implanted. No adverse patient effects were reported.